Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of left ventricular (lv) lead loss of capture (loc). Upon review, ts noted a slight delay in the pacing on the lv egm, however, was unable to confirm lv lead capture. Ts discussed findings with the hcp and recommended for patient to be scheduled for further device evaluation. At this time, the lv lead remains in service. No adverse patient effects were reported.